Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower sensor scan values while wearing the adc device compared to the hcp meter. On (B)(6) 2022, the customer experienced "sickness" and dehydration and was provided an unspecified serum by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scan of 67 mg/dl, 58 mg/dl, and 93 mg/dl when compared to hcp glucose tests of 227 mg/dl, 146 mg/dl, and 146 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.